Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, at the first firing, the handle became stiff and unable to be fired. They replaced the reload and the firing was completed without problem. No patient injury.